Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The lead had capture when the outputs were programmed to 6.5 volts at 1 millisecond; however, there was no sensing. The physician had programmed the device to pace in the ventricle only at 40 beats per minute as the pt had an underlying rhythm. Additionally, the pt complained that their pocket hurt. It was suspected that the pt fell and pulled the stitches out; however, the pt denies any fall. The pt underwent a revision procedure and this lead was successfully repositioned. No further adverse pt effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.